Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced no label or missing label information. The following information was provided by the initial reporter: consumer called to inquire about expiration dates on two boxes of syringes, consumer stated that there was no expiration date on the boxes. Lot # 7289887. Product # 328291.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured and addressed. A device history review was conducted for lot number 7289887. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown:  new jersey (nj), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced no label or missing label information. The following information was provided by the initial reporter: consumer called to inquire about expiration dates on two boxes of syringes, consumer stated that there was no expiration date on the boxes. Lot # 7289887, product # 328291.